Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarms. The customer's blood glucose levels was 337 mg/dl. The customer stated that they had tried different cannula lengths and tubing was not bent or kinked. It was reported that the customer advised that insulin pump will need to be replaced and revert to backup plan per health care professional's instructions. The customer already changed set and reservoir site. The battery was normal but the insulin pump still received message of no delivery. The insulin pump will be returned for analysis.